Manufacturer narrative:
Concomitant product: probiaz .

Event description:
A consumer reported that a patient slowly stopped feeling stimulation over the past week, prior to the report. It was reviewed that not feeling stimulation can be normal as long as the therapy is working. There was no report of a loss of therapy at that time. Then, the patient reported they had a return of symptoms, the day prior to the report. They started having an accident during the day and being up every 2 hours at night due to pressure on their bladder. They felt like a pin was poking them in the bladder. It was painful to urinate and they patient had headaches and weakness. They noted they had been taking 1 probiaz daily to control their bladder, but the day prior to the report, they took 2, which the patient described to more than the recommended dose. In an attempt to troubleshoot the symptoms from the night prior to the report, the patient and consumer change to program 3. The patient had bladder pressure, nausea, and weakness. The patient and the consumer also reported that they watched (B)(6) videos about the patient programmer use and programs, and about what the insterstim therapy is. The patient said there were four symptoms that were mentioned and they could not remember them all except for constipation. The patient reported they have had all four symptoms. It was noted that the patient does feel stimulation in the correct area and during the report, they changed to program 4 at 2.9 and the bladder pressure went away and stimulation was comfortable. The patient would follow up with their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called in to report trying program 4, but can't get it to work. They said program 4 worked for like 2 weeks. Patient says it sometimes isn't working and sometimes it's not moving. It was further clarified that the patient hasn't received consistent therapeutic effect, is experiencing bladder problems, leakage, accidents, was having a difficult time trying to get the patient programmer (pp) to connect, and was getting poor communication since implant. The healthcare provider (hcp) told the patient to stop using the device and they did so for several months. The patient started all over again and tried different programs. It was concluded that therapy was on, and during the call, the patient replaced the batteries and repositioned the antenna which resolved the poor communication issue. After syncing, the patient reports being on program 4 at 2.1v. Patient reported not feeling stimulation in the correct area. It was reviewed to change programs and increase amplitude. Patient wanted, and was changed, to program 1 at 2.2v. Stimulation was comfortable and they will monitor their results. Since implant, patient reports never feeling stimulation in their pelvic floor and says it is only at the ins site. Patient feels stimulation right where the mechanism is in their buttock. Patient feels stimulation in the battery pack and not in the pelvic region. Patient was advised to connect with their healthcare provider (hcp) if the problem doesn't resolve. It seems like when the patient changes programs, it works immediately, but then starts failing. They have tried programs 1-3, got all of the programs where they were working pretty good, then their symptoms would came back. On program 3, they were "up and down," experienced morning leakage, pressure, not working, and then it was working. On program 4, the patient experienced stimulation too strong, so it was decreased a little bit, and then they experienced morning leakage. Since then, the patient kept having accidents. While on program 2, they experienced pressure. Patient was told to follow up with their hcp to resolve the symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.